Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to severe trunnionosis. Intra-operatively, a high amount of black tissue was noted in the patient and the femoral head came off the stem by hand. The stem, head and liner were revised to an adm/ mdm liner construct with a competitor stem and head. Rep confirmed there are no allegations against the liner.